Event description:
Iab was inserted through a sheath. When pumping began, pump experienced a high pressure alarm. Alarm indicated there was a kinked catheter, partially wrapped balloon & balloon too large. Fluoro w/ a "c-arm" used to verify placement. Cardiologist determined membrane was not fully unwrapped. Iab was removed & another inserted. Second iab worked but at a reduced volume of 25cc. There were no reported patient complications.